Event description:
It was reported the vacuum on the control module was constant, when taking a sample and wouldn't stop after the sample was taken. The customer managed to crimp the right tubing to stop the continuous vaccum and the case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: they could not confirm or duplicate the customer complaint. However, during routine servicing procedures service bulletins were performed as applicable. The device was functionally tested, met all product requirements and returned to the customer.